Event description:
During the procedure, the middle part of the agility guidewire broke and separated. The target lesion location and characteristics are unknown. The product looked normal when removed from its packaging. The wire was not pre-shaped. It is unknown when during the procedure, the vent occured. It is unknown if there was any resistance or friction with the vessel or guidewire. The only known information is that the catheter broke and separated in the vessel and was retrieved with the use of a snare. Patient is in normal condition without complication. There are no films available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.